Manufacturer narrative:
Result: erroneous data generated. Conclusion: a definitive root cause for the event has not been determined. No quality control or system check data were supplied by the customer.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report lower than expected results for prostrate-specific antigen (psa) for two patient samples assayed using the access hybritech psa reagent on an access 2 immunoassay system. The patient results were reported out of the laboratory and questioned by the ordering physician. The patient samples were re-assayed and both recovered with expected higher results. For both patient samples, the customer did not receive any report of patient injury requiring medical intervention or any report of change to patient treatment that is attributable to this event.